Event description:
The device developed a cuff leak while in use on a patient. The physician was inflating the cuff with 10cc's of air but claimed the cuff was mushy. This report is associated to the third occurrence on rp200605-0590 / MFR# 2936999-2006-00558.